Event description:
A female pt reports she had a intrauterine device inserted in 1983. Device was removed and during the exam before surgery it was discovered that she was 4 months pregnant. Pt decided to continue the pregnancy. She miscarried at 5.5 months of gestation in 1985.